Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. For visual inspection, it was observed the wire returned outside the delivery sheath, the filter was not returned for the analysis, and it was observed the delivery sheath detached. The wire was observed kinked, and the spring tip was observed detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. For microscope inspection, it was revealed that under the microscope it was observed that the delivery sheath detached. The wire was observed kinked.

Event description:
Reportable based on device investigation completed on 31aug2023. It was reported that the device was unable to cross lesion. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis revealed that the delivery sheath and the spring tip was detached.